Manufacturer narrative:
Failure analysis for fiber 0010-2400-647a-1528. The glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the distal tip of glass cap and metal cap are detached and not returned; the glass cap exhibits severe devitrification at output window; the outer flow tubing open end exhibits minor scratch marks, and erased red octagonal sign. Based on device analysis, the potential for forward firing may exist. Based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a benign prostatic hyperplasia (bph) prostate procedure after 24 minutes of use the surgical fiber stopped working; fiber point break. The fiber was exchanged and the second fiber was utilized to complete the procedure. No injury was reported.